Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the customer reported the t-handle chucks in the pelvic and large external fixation sets have been causing issues and not properly disengaging from schanz screws. The repair technician reported the device passes all the evaluation with out any issue. The cause and reason for repair is test ok. The item was repaired per the inspection sheet, passed synthes final inspection on 07-oct-2021 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 30. Finalized service record will be archived in tungsten document management system. The evaluation was unconfirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot = part #: 393.10, synthes lot #: l945434, release to warehouse date: 17 oct 2018, manufactured by: werk hägendorf , no ncr's generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the t-handle chucks in the pelvic and large external fixation sets have been causing issues and not properly disengaging from schanz screws. Upon inspection with a schanz screw, it was difficult to remove the t-handle chuck from a schanz screw as the release mechanisms are not functioning properly. No patient involvement. This report is for (1) universal chuck with t-handle. This is report 2 of 3 for (B)(4).